Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 219 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.